Event description:
Primevigilance notified teoxane of an adverse event on (B)(6)2025. A female patient had been injected on (B)(6)2025, with an unknown rha product in the nose. The injection was performed with an unspecified needle. On the same day, on (B)(6)2025, based on the injector's assessment, the patient experienced suspected vascular occlusion. As treatment, the patient received two vials of hyaluronidase, and the symptoms improved. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6)2025. A female patient had been injected on (B)(6)2025, with an unknown rha product in the nose. The injection was performed with an unspecified needle. On the same day, on (B)(6)2025, based on the injector's assessment, the patient experienced suspected vascular occlusion. As treatment, the patient received two vials of hyaluronidase, and the symptoms improved. No additional information was available at the time of this report.